Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The patient's wife reported that the catheter connected to the patient's first implantable drug infusion pump had a problem. The pump had been implanted to treat non-malignant pain. It was noted that the patient had dementia. The drug being delivered by the pump at the time of the catheter issue was unknown. The following information was unknown at the time of initial report: event date, patient symptoms, identity of the catheter issue, catheter related troubleshooting, cause of the catheter issue, event intervention and resolution, and drug related information. Follow up was performed to collect the missing information.